Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was continued after remote servicing was performed. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the c arm moved slowly. Upon functional analysis, the rse found bodyguard was active, and instructed user to perform bodyguard adjustment to solve the issue. The fse visited onsite to check the status of the device and reviewed the logfile showing bodyguard error. To resolve this issue, the fse replaced the bodyguard and perform calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures during surgery. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.